Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records was conducted. All records revealed that the product was manufactured within specifications and distributed in accordance with all operating procedures. The instrument was determined to be within calibration, so it was most likely over-torqued, which is consistent with misuse. However, no definitive root cause could be determined. Our investigation of the product and review of the manufacturing and inspection records revealed no manufacturing discrepancies or material defects, nor did it reveal any contributing information/trends.

Event description:
On 09/13/2016 it was reported to k2m, inc. That the tip of a torque wrench sheared off into the set screw during final tightening and was left in the set screw within the patient.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation but evaluation is still in progress. Upon completion of evaluation of the subject part, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2016 it was reported to k2m, inc. That the tip of a torque wrench sheared off into the set screw during final tightening and was left in the set screw within the patient.